Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 16 occurred. Additionally, it was reported that the pump touchscreen was unresponsive. Customer's blood glucose level was 259 mg/dl. Reportedly, the customer reloaded the cartridge and successfully resumed insulin delivery.